Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2014, 419488 lead, implanted: (B)(6) 2009. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead impedance alert triggered due to high and undefined pacing impedance. The ra lead also exhibited high thresholds. The device was reprogrammed, and the ra lead remains in use. No patient complications have been reported as a result of this event.